Event description:
It was reported that the patient's device was removed because, it seemed it was not in the right spot, as the transmission was bouncing off the tail bone before it went to the pelvic floor. The patient's physician felt it was not right for her with her interstitial cystitis. Additional information was being requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v819353 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
The patient's concerns were resolved following device removal.